Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 1.1 mmol/l (system 1) and 5.4 mmol/l (system 2). It is unknown if the same test strip lot number was used for both meters and results. The patient couldn't remember if she used her own test strips or the husband's test strips when she used her husband's meter.